Event description:
Information received by medtronic indicated that the pump received low battery alarm and pump error 63 alarm. Customer stated that the pump was exposed to fluid while taking shower. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there is no issue with o-ring on the battery cap. Customer was able to clear the alarm. Pump passes self test. Customer was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged pump error 63, high sleep current, charge/battery lasts less than expected, unexpected battery power loss, replace battery, replace battery now, and moisture damage in the battery tube found on (B)(6)2022. Pump passed the displacement test, self test and active current test. Pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery alarms, alerts, or anomalies noted during testing. Successfully downloaded history files and traces using thump. Pump error 63 was present in the history download on event date of (B)(6) 2022 at 2:24 pm. (Variable info = 1). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to connector resistance j6/pcba 1. No unexpected battery alerts alarms or anomalies noted during testing, however, replace battery alerts (error 73) were noted in the pump history files and traces at (B)(6) 2022 at 2:23 pm. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, and force sensor, vibrating motor and within the battery tube. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 63 confirmed in the formatted history file variable info: 1 due to a hardware error per global logic analysis isolated to the electronic assembly. Charge/battery lasts less than expected, unexpected battery power loss, replace battery, replace battery now, and high sleep current measurement confirmed. Problem isolated to the electronic stack. Moisture damage in the battery tube and j6 connector was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.